Event description:
It was reported the pt expired in 2009, and the physician believes it may be valve related; however, no additional information has been received. The exact cause of death is unk at this time. Additional information has been requested.